Event description:
It was reported that the surgeon inserted a cq2015a three piece collamer lens and a haptic tore from the lens during insertion. There was no patient injury.

Manufacturer narrative:
(B) (4): evaluation: a multifunctional team investigated complaints regarding lens tears associated with the cq cartridge: the resultant corrective actions included improvements in manufacturing, release testing, and evaluation of test results. Additionally, the injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are, and minimize the potential for damaging the lens. (B) (4)